Manufacturer narrative:
A service engineer performed a safety test of the system and no problems where detected. It was found that the power cable was not secured to the system and felt lose. The power cable was secured to the system with a p-clip and the customer was informed to check the power cables for a tight fit before every procedure. The investigation is ongoing.

Event description:
The user facility in germany reported that the system shutdown during surgery. Anesthesia had to be extended but there was no injury to the patient.

Manufacturer narrative:
Root cause could not be determined although it was noted during the field service that the system was found with a loose power cord. Feedback was given to customer to confirm secure connection before use. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.